Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, ensuring the customer received one with updated software. Instructions were provided for using a backup therapy and returning the malfunctioning pump, which the customer understood and acknowledged.